Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had software error detected alarm. Customer¿s blood glucose value was 6mmol/l. Customer stated that he pressed ok to continue he could not get anywhere else. Customer declined to troubleshoot for the alarm. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a indentation on keypad overlay and a scratched case in the lower right-hand side of device. Device passed the displacement test and self test. However, the formatted history file confirmed software error isolated to the electronic assembly.